Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that it was difficult to cross septum with the faradrive steerable sheath. During the pulsed field ablation (pfa) procedure to treat atrial fibrillation, the sheath and dilator could not cross the patient septum. The physician tried multiple times to dilate and the procedure had to be aborted. A CT scan will be rebooked and procedure will be rescheduled. The sheath is not expected to return as it was disposed.